Manufacturer narrative:
H3 and h6. Codes: updated. One used decontaminated device sample was received for investigation. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed, and it was confirmed that after a twelve-hour period the cuff and pilot balloon were still fully inflated, no leaks were observed. Based on the results of testing the complaint could not be confirmed or duplicated. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff came off when the patient was using it. This occurred during use at the patient's home. There was patient involvement, and no patient harm/adverse event reported.